Event description:
It was reported that during a preventative maintenance check an external pulse generator was not sensing correctly. It was also reported while testing on a bench in demand mode, the device kept pacing while heart rate was increased to 92 beats per minute. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).